Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and vomiting. The blood glucose reading was 627 mg/dl. The customer stated that the insulin pump had an error alarm. Reviewed the alarm history and error alarm was confirmed. The customer stated that after receiving the error alarm, he continued wearing the insulin pump. Advised the customer to always check the tubing to make sure is being filled properly. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.